Event description:
It was reported that during a routine follow up, this right atrial (ra) lead exhibited high pacing thresholds and low out of range pacing impedance measurements. It was noted that the ra lead is a non-(B)(6) product. Technical services (ts) was consulted for review of the presenting electrogram (egm). Upon review, no events with noise was observed. No adverse patient effects were reported. This non-(B)(6) ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).